Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿disconnect your infusion set from your body while on high-speed/high gravity amusement park thrill rides. Rapid changes in altitude or gravity can affect insulin delivery and cause injury.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 6; vent not working) occurred with multiple cartridges. Reportedly, the user took the pump on a "gravity ride" at an amusement park. There was no impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.